Event description:
During a clinic follow-up, a decrease in the pacing impedance and episodes of noise were observed on the right ventricular (rv) lead. Insulation damage of the rv lead was alleged, but was unable to be confirmed. The rv lead was capped and replaced to resolve the event. The patient was stable and will continue to be monitored.